Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during set-up the clamp icon was displayed on the cp5 control panel. However, icon disappeared when preparation was complete. The medical team elected to not reboot the machine because the case was about to start. The problem was not reproducible after that. There is no report of any patient injury.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched on site to investigate. As troubleshooting, the hkr board of the centrifugal pump control panel was replaced. The unit was subsequently tested and no further issue occurred. The device was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.